Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures / neuro "condit"/problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problem") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the seizure, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, weight increased, visual impairment and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, seizure, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for apareunia, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia. Injuries resolved post-removal: pain, other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case become incident previously added ¿injury¿ was replaced with new specific events: apareunia, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, bladder problems, urinary problems, fatigue, hair loss, weight gain, vision problems, migraines, headaches and seizures. Salpingectomy was performed, case become incident. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.